Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600mg/dl. Reportedly, the customer did not refrigerate insulin before putting it in the pump. In addition, it was reported that cartridge air bubbles were observed in the infusion set tubing. The customer primed the infusion set tubing to address the issue. High bg was treated via correction boluses and manual insulin injections.